Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience xpedition device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous mid right coronary artery (rca). The 3.0x48mm xience xpedition stent delivery system (sds) was deployed; however, a distal edge dissection was noted. A 3.0x23mm xience alpine stent was used to treat the dissection; however, created a second dissection. A 3.0x12mm xience alpine stent was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.